Event description:
A malfunction on a pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information and assisted the caller in resetting the pump successfully, and the malfunction code did not recur, allowing the customer to continue using the pump.